Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was found to be on safety mode. Technical services (ts) was consulted, and device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.